Event description:
The complainant reported that during impella cp support for 54-year-old male patient, a leaking purge filter was reported. Decision was made to explant the pump. There was no reported patient harm.

Manufacturer narrative:
The device was returned for evaluation. Upon completion of the investigation, a supplemental MDR will be filed. ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Manufacturer narrative:
The investigation for the purge leak has been completed. No data logs were returned. The impella was returned for evaluation. The product was inspected and the leak was reproduced in the lab. A crack was noticed at the yellow luer connection that connects tubing to purge reservoir. Clinical does not mention any excessive force or improper technique. The root cause of the purge leak - pump was a damaged sidearm yellow luer but the cause of the damage is undetermined. The instructions for use referenced in the initial report is for the impella cp with smartassist for use during cardiogenic shock and high risk cpi in section: cleaning. H6 impact code 4627 added d4-corrected model number. F6/f8-should have been left blank. G1-corrected MFR site name. G2-health professional should have been checked.